Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("migration of essure device location of device: in left fallopian tube positioned") and genital haemorrhage ("abnoirmal bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included bunionectomy, renal disorder, hammer toe and endometriosis. Concurrent conditions included ovarian cyst, fractured toe since 2015, hypercholesterolemia since november 2015, endometriosis since 2016, vitamin d deficiency since 2014 and oligomenorrhea. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) in 2015, ibuprofen (motrin) since 2007, ibuprofen since 2007, levonorgestrel in 2016, medroxyprogesterone acetate (depo provera) from 2003 to 2015 and paracetamol (tylenol) since 2007. In 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), dyspareunia ("dyspareunia (painful sexual intercourse)/ post coital pain"), urinary incontinence ("bladder or urinary changes-incontinence"), urinary tract discomfort ("bladder or urinary changes-discomfort") and micturition urgency ("bladder or urinary changes-increased urgency"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2011, the patient experienced fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced perineal pain ("perineal pain") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain") and pollakiuria ("frequent urination"). The patient was treated with surgery (to remove essure implant and to remove essure implant/salpingectomy (one side removal of fallopian tube). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, perineal pain, alopecia, urinary incontinence, urinary tract discomfort, abdominal pain lower, pollakiuria and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, perineal pain, pollakiuria, urinary incontinence, urinary tract discomfort, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.329 kgs. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporters added and patient demographic added. Historical drug medical history and concomitant disease were added. Added suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder/urinary, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: in left fallopian tube positioned, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ post coital pain, fatigue, weight gain, perineal pain, hair loss, increased incontinence, discomfort, urgency, lower abdominal pain, frequent urination. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, pelvic pain and depression outcome was unknown. The reporter considered depression, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.